Event description:
It was reported that after a prostiva procedure, the patient was hospitalized for bleeding. It was noted that the procedure was done in an outpatient setting and then was transferred to a hospital. Further information is being requested from the mdt reps.

Manufacturer narrative:
.